Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. Additional information received from the field indicated that the threshold increased and the physician decided to put in a new lead instead of repositioning the existing lead. No additional adverse patient effects were reported.